Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the customer was performing a planned emergency treatment, which was completed as planned using another device. The philips field service engineer (fse) conducted an on-site inspection and found that the system ceiling suspension rail cable duct and l-arm unit were mechanically broken and hanging down, held by the cable bundle. The fse confirmed the problem with the cable duct and l-arm. During troubleshooting, the customer demonstrated how they operate and move the system; however, the fse did not observe any apparent action that could have caused the l-arm issue. To resolve the problem, the fse replaced the cable duct and the l-arm. After replacing the cable duct and l-arm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: health impact code was corrected. Philips investigated the complaint. According to the additional information collected, the issue occurred between the planned treatments. The procedure was completed as planned. Upon further investigation of the reported event confirmed that the l arm cable duct of the ceiling mounted azurion system was damaged. Further investigation identified that the cause of the damage was due to collision between the azurion l arm cable duct and the 3rd party pendulum arm, resulting in cracks and then damaging the l arm cable duct. The philips field service engineer confirmed that the third party arm was not installed by philips, and it was mechanically attached by the customer to philips system according to specification. The azurion system has a built in design that holds l arm cable duct with the help of a metal support bracket and prevents it from falling in the event of damage due to external influences. To resolve the issue, the fse replaced the l arm cable duct and instructed the customer that how to place the 3rd party arm in order to prevent future collisions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's l-arm ceiling suspension was loose, which can pose a fall risk. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.